Event description:
It was reported that after an afib ¿ paroxysmal procedure, a patient suffered an esophageal fistula, diagnosed approximately 2 weeks post procedure and passed away.

Manufacturer narrative:
Bwi equipments in use: c3 system sn (B)(4); coolflow pump (unknown sn). The manufacturer ref# (B)(4) are related to the same event.